Event description:
Boston scientific received information that out of range impedance measurements greater than 2000 ohms were observed following this recent implant which triggered the lead safety switch to activate. Additionally, it was reported the left ventricular (lv) lead plugged into the right atrial (ra) lead port to provide additional ventricular pacing. It was discussed with boston scientific technical services (ts) with the caller where to find daily measurement setup for ra lead and program the atrial daily measurements off to resolve seeing the out of range measurements. There were no adverse patient effects.

Manufacturer narrative:
The device and lead remian implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.